Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent left tkr on (B)(6) 2020. Revised on (B)(6) 2020 due to instability. Tibial insert changed from 10mm to 14mm. (B)(6).